Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the pump touch screen was unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.